Manufacturer narrative:
(B)(4) final report. A report was submitted by a patient regarding pain and tension felt in the hip area since the implantation of cormet devices in 2007. It is unknown whether the devices have been revised. Additional information including a detailed event description, device details, date of implantation, date of revision (if applicable) and the reason for revision (if applicable) has been requested in order to progress with this investigation, however, this information has not been received and thus there is only very limited information available for this investigation. The appropriate device details have not been provided and thus the relevant device manufacturing records could not be identified or reviewed. Based on the information provided for this event, no further investigation can be conducted and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for additional investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Corin were notified of a report submitted by a patient regarding pain and tension following the implantation of cormet devices. It is unknown whether the devices have been revised.

Manufacturer narrative:
(B)(4) initial report. A report was submitted by a patient regarding pain and tension felt since the implantation of cormet devices in 2007. It is unknown at this time whether the cormet devices have been revised. Additional information including a detailed event description, device details, date of implantation, date of revision (if applicable) and reason for revision (if applicable) has been requested to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The device details have been requested and upon receipt, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Corin were notified of a report submitted by a patient regarding pain and tension following the implantation of cormet devices. It is unknown whether the devices have been revised.